Event description:
The st. Jude rep phoned to report the ICD had entered a hardward reset after the physician attempted to reposition the lead while the device was programmed "on." A micro reset was performed, resetting all of the trims, and the device was reprogrammed. The rep then attempted to perform a threshold capture test but the screen was not responsive and the pulse amplitude was not decrementing. The physician elected to explant the ICD.